Manufacturer narrative:
Pending investigation. Upon receipt of investigation summary, a medwatch 3500a supplemental report will be submitted.

Event description:
On 06/18: customer reports staff moving injector powerhead, when the injector suspension arm broke at the joint of the j-bow and horizontal arm, allowing the powerhead to fall. No patient or staff injury.